Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Six (6) weeks post procedure the patient came in for their follow up imaging procedure. The imaging showed that the closure device had shifted deeper in the laa and there was a larger posterior lobe that was not sealed. The physician made the decision to implant a non-boston scientific laa closure device. The procedure was successful, and the open lobe was successfully sealed. The patient did not experience any complications as a result of this event.